Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On october 20, 2014, this patient underwent total aortic arch replacement with frozen elephant trunk. On (B)(6) 2021, the patient underwent endovascular treatment of a thoracic aorta lesion using gore® tag® conformable thoracic stent graft with active control system(ctag/ac). Reportedly, the procedure went well with all devices being implanted with no issues and patient tolerated the procedure. On (B)(6) 2024, the patient underwent total aortic arch replacement again due to graft infection. The implanted graft and frozen elephant trunk were explanted, and new graft was placed. After a slight amputation of the proximal side of the ctag/ac that was implanted proximally, the distal side of the new graft was anastomosed with the proximal side of the ctag/ac. On an unknown date, a pseudoaneurysm was noted at the anastomotic site during the patient was admitted for a graft infection and pulmonary hemorrhage. On (B)(6) 2025, a reintervention was performed, an additional stent graft was placed. The patient tolerated the procedure.

Manufacturer narrative:
The images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. In the image above, it does appear there is a pseudoaneurysm near the anastomosis confirming a statement above. The imaging evaluation performed by a clinical imaging specialist showed the following: - there does appear to be a pseudoaneurysm near the anastomosis of the proximal end of the device, confirming a statement above. - unable to confirm infection or pulmonary hemorrhage.